Event description:
It was reported that the programmer powered up and the display screen was not illuminated. The printer speed buttons and light-emitting diode (led)'s on the radio frequency (rf head) illuminated as normal. All peripherals were removed and the programmer was cycle powered, but the issue remained. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).